Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: while administering blood to patient the blood tubing split near the port. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted of the blood set for evaluation. The photographs were visually evaluated; one photograph displayed the label of the package set, and the other photograph showed the set to be broken at the backcheck valve, with visible signs of blood leakage. Although the broken set was observed, it was not confirmed to be due to the manufacturing process. A project has been initiated to address this recurring issue of valve breakage. This proposed solution involves the addition of a 4" tubing between the valve joint to mitigate stress at the connection point. Subject matter experts performed a comprehensive review of the defect reported. Design input requirement, including static and dynamic tensile tests, which applies force parallel to the fluid path to test connection point strength. However, based on clinical usage, excessive force applied perpendicular to the rigid-to-rigid connection increases the risk of port breakage. Although the exact root cause is unable to be determined, possible cause is due to increased force against the rigid-to-rigid joint. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.